Manufacturer narrative:
Investigation completed 07/10/2017. The device history records of ref (B)(4) lot 0195384 was reviewed and did not reveal any anomaly. The batch was manufactured in may 2016. No similar complaints were received for a product from this batch. A review of complaints database since 2014 was reviewed for integra flow regulating low flow valves and revealed no similar case. No trend is observed. The integra flow regulating low flow valve has a low drainage rate (8-17ml/hr). Underdrainage is a known complication of hydrocephalus therapy, as stated in the product instructions for use. No product is available for investigation (¿per the reporter¿); therefore, the complaint is unverifiable and its exact root cause could not be determined.

Manufacturer narrative:
The device was implanted on (B)(6) 2017; the patient had symptoms for normal pressure hydrocephalus - nph. At the time of implantation and exchange, no abnormalities were identified in the color and thickness of csf. The patient returned to show symptoms of hydrocephalus with worsening in the clinical picture. The patient had signs and symptoms of underdrainage and that was the reason for the valve replacement. The amount of csf drainage was not unknown. The expected amount of csf to be drained was sufficient for stabilization of normal pressure hydrocephalus. The patient entered a coma, ICU stay was prolonged, the patient was affected by hospital infection, but recovered and was discharged. The device was explanted on (B)(6) 2017. The product was not available for return or photos.

Event description:
Three days after the valve was implanted, it was identified that the valve was not draining a sufficient amount. Revision/medical intervention was required. There was no delay in surgery due to product problem. Additional information has been requested.